Event description:
The customer called to report that they were hospitalized for high blood sugar levels. It was indicated that the md believes the cause of event was problems with the customer's kidneys. In addition, the customer stated that they have been off the pump for about two weeks. The pump's programming and histories were accurate. While troubleshooting the device, it was reported that the device did not pass the high pressure test. At that time, the customer was instructed to stay off the pump and revert back to manual injections per md protocol. A replacement pump will be sent to the customer.